Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: 3006705815-2019-01018. It was reported that patient experienced lead migration on both leads and was confirmed through x-ray. Diagnostics were unremarkable. To address this issue, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report:: 3006705815-2019-01018. Patient had a lead revision on (B)(6) 2019 , where the leads were relocated . Effective therapy was restored.